Event description:
It was reported that all keys on a pump keypad are inoperable except the (on/off) key and the (ok) key.

Manufacturer narrative:
(B)(4). The sigma device eval found the (run/stop), (ok), #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the run/stop key will occur following the selected key's function (e.g. When the setup key is pressed setup, followed by run/stop will be entered). This does not allow the user to program or start an infusion. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.